Manufacturer narrative:
Product event summary: the data files and balloon catheter afapro28 with lot number 15898 were returned and analyzed. The returned files were for a test injection by a field service engineer visit. There was no patient involvement for the returned file. Visual inspection of the balloon catheter showed the device was intact with no apparent issues. Verification of the smart chip file indicated the catheter was used for 10 applications on (B)(6) 2002. The catheter failed the performance test because the system notice 50005 appeared during the integrity test (the safety system has detected fluid in the catheter and stopped the injection). The dissection test showed kinks on the guide wire lumen at 0.7805 inch and at 1.2347 inch from the tip of the catheter. Pressure testing showed a breach through the kink on the guide wire lumen. In conclusion, the balloon catheter failed the returned product inspection due to the guide wire lumen kink and breach. If information is provided in the future, a supplemental report will be issued.

Event description:
The balloon catheter subsequently tested out of specification per the manufacturer's investigation.